Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted (B)(4).

Event description:
It was reported that debris was found in the sterile packaging prior to entering the field. No adverse events have been reported as a result of the malfunction.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device identified white and black debris inside the sealed sterile packaging and damage to the sterile packaging. The white debris is consistent with the appearance of foam shedding from the foam packaging and the black debris is consistent with the appearance of porous coating shedding from the implant. DHR was reviewed and no discrepancies were found. The investigation has found that the reported event is likely due to transit damage causing the porous coating to shed from the implant and transfer to the packaging and foam packaging to shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.